Event description:
It was reported the patient experienced ineffective stimulation and in turn stopped charging her scs ipg about a year ago. Also, the patient stated experiencing multiple falls. Subsequently, the scs system was explanted. The patient received two scs leads of same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result : the reported ineffective stimulation was not confirmed. Continuity and stress testing passed on all channels of each lead. No discrepancies were observed that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.